Manufacturer narrative:
Correction d4: lot number changed from 130693 to 1306893.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the connector connection of the infusion set between the tubing and headset resulting in elevated blood glucose levels.